Event description:
User experienced a leak from the analyzer. No operators were harmed and no patient results were generated. The field service representative determined the internal reservoir sensor had failed and replaced the sensor. Performance tests were performed.